Manufacturer narrative:
G1 - MFR site address 1: (B)(6).

Event description:
It was reported that labelling issue occurred. An 18-4/5.8/75 xxl esophageal balloon catheter was received in the hospital. Upon receipt of the device, it was noted that the back of packaging says "non-sterile". The device was not used in a procedure and there was no patient involvement.